Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the cord of the desktop charger (dtc) was damaged and the connector pin was bent so the ins recharger (insr) was not charging when plugged in. They stated they had not been able to charge their ins on the right side and it had died and the pain had returned. The patient also stated the ins did not hold a charge for a long time. They stated it used to last a week and a half and recently was lasting only 3 days. A replacement dtc was sent. No patient complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis was received, (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.